Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events - 199. Artisyn y-shaped mesh - 4. Artisyn y-shaped mesh unknown product - 1. Gynecare gynemesh - 61. Gynecare gynemesh* ps - 133.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 concurrently with total vaginal hysterectomy and mesh was implanted due to pelvic relaxation and urinary incontinence. Following the procedure, the patient experienced dysuria, voiding dysfunction, urinary tract infection, vaginal discharges, and hematuria. It was also reported that the patient underwent a mesh excision/ explant procedure on (B)(6) 2010 due to voiding dysfunction. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.